Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. It was noted the cathode conductor coil was fractured near the suture sleeve tie down location.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise at 1.5 mv sensitivity. Additionally, impedance measurements greater than 2000 ohms and high threshold measurements were noted. Therefore, the lead was explanted. No adverse patient effects were reported.